Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed electrograms with noise seen on the right atrial lead, causing oversensing and inappropriate automatic mode switches. The noise was not reproducible in clinic. The patient was asymptomatic and would continue to be monitored.